Manufacturer narrative:
The complaint regarding anchor breakage is confirmed based on field images showing fractured component fragments. After reviewing all available information ¿ including the returned device (if applicable), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most probable cause. The likely cause is a user error, attributed either to misaligned insertion or prying/leveraging of the screw during placement. The allegation concerning missing traction tower components cannot be confirmed, as no supporting photographic evidence was provided.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via email that an anchor breakage occurred during the repair procedure involving ar-1923bc biocomposite pushlock suture anchors (2.9 x 15.5 mm). Upon arrival at the facility, it was noted that items were missing in the surgical kit, specifically components required for the traction tower. Once the issue was resolved and the surgery commenced, the reporting technician assisted with instrumenting the procedure. The perforations were performed by a medical resident, while the surgeon inserted the anchors. The first anchor broke due to incorrect alignment during insertion. A second anchor was placed correctly and remained intact. Despite confirming the material was appropriate for use, subsequent anchors continued to break during insertion. The broken pieces were retrieved from the patient, and the case was completed with another product. This was discovered during a left shoulder arthroscopy for bankart and hill-sachs lesions, along with a bankart instability repair procedure on (B)(6) 2025. Additional information has been requested on 10/28/2025.